Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 167 mg/dl and 400 mg/dl within 10 minutes. No adverse event reported. Customer no longer has the strips that were in use to return.